Event description:
The customer contacted baxter us to report one (1) continu-flo sol set 10 dpm 106w/ 1cl y & .22 micron filter in which the tubing was leaking from the filter during a patient infusion of invanz and unspecified saline. The reporter stated that the drug leaked onto the floor. The reporter stated no patient injury or adverse event is reported. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The sample arrived out of the pouch and fully primed. Visual inspection of the set showed no obvious abnormalities. The sample was spiked into an in house 1000ml solution bag containing reverse osmosis water and re-primed. This showed that there is a leak at the vent hole of the filter housing. Therefore, the reported condition was confirmed. The filter was purchased from an external supplier; therefore, the supplier was notified of this report. A batch review could not be performed as the lot number is unknown. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.